Event description:
Our foreign affiliate is reporting that as pt had an acl repair in 2009, with the use of a bio intrafix screw and sheath for fixation. At some time subsequent, the pt presented with some sort of reaction. Three months later, a re-surgery was performed; screw and sheath were loose and pushing out of the skin, they were both removed. The ligament was intact and so they found no reason to re-fixate. It was determined that there was no infection. This second procedure was concluded successfully without further issue or further harm to the pt. Also see associated MDR 1221934-2009-00368.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.